Event description:
It was reported that, during a device replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture and pacing inhibition during the implant. Due to this, asystole was observed for a few seconds. It was clarified that the way the device was programmed during the procedure was the root cause of the issue. The programing of the device was corrected, the device was able to capture and the issue was resolved. This device was able to be implanted successfully. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that, during a device replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture and pacing inhibition during the implant. Due to this, asystole was observed for a few seconds. It was clarified that the way the device was programmed during the procedure was the root cause of the issue. The programing of the device was corrected, the device was able to capture and the issue was resolved. This device was able to be implanted successfully. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: evaluation conclusion codes.